Manufacturer narrative:
6b. Explanted date to be removed, it is unknown when the implants were removed. B3 modified in (B)(6) 2021. At some time after the (B)(6) 2021 physician consult (post the bypass and fasciotomy), the patient underwent amputation of the left leg.

Manufacturer narrative:
Batch review performed on 17 june 2024. Lot 166924: (B)(4) items manufactured and released on 10-jan-2017. Expiration date: 2021-dec-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-sphere 02.12.t3i4l tibial tray fixed cemented size t3i4 l k121416) lot 184201: (B)(4) items manufactured and released on 12-sep-2018. Expiration date: 2023-sep-03. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0414crl tibial insert fixed sphere cr size 4/14 mm l (k181635) lot 185592: (B)(4) items manufactured and released on 25-oct-2018. Expiration date: 2023-oct-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot 186276: (B)(4) items manufactured and released on 02-oct-2018. Expiration date: 2023-sep-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had bilateral tka, (the left tka was performed on (B)(6) 2018). Post-op, the patient reported knee instability. On (B)(6) 2021, the patient fell and sustained a dislocation of the left knee. The patient also had a compromised arterial system with no flow identified beyond the proximal popliteal artery. The patient subsequently required a left femoral below the knee bypass with a composite graft. The patient also required a 4- compartment fasciotomy at the lower leg. The patient also developed necrosis at the medial aspect of the calf. The patient had impaired function of the left foot with an obvious foot drop as well as necrosis of the proximal gastrocnemius medially, which was debrided and a wound vac was placed. At some time after the (B)(6) 2021 physician consult (post the bypass and fasciotomy), the patient underwent amputation of the left leg.